Event description:
It was reported that the procedure was to treat a right coronary artery. A 2.75 x 23 mm xience xpedition stent delivery system was being advanced through a guideliner; however, it could not cross the lesion and when removing the sds the stent caught on the collar of the guideliner and was damaged. A non-compliant balloon catheter was used for pre-dilatation and a new xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.